Event description:
It was reported that shortly after implant, this right ventricular (rv) lead had dislodged. It was noted that there was no capture and rising thresholds and occasionally missed beats were seen on the telemetry. Subsequently, the lead was explanted and another lead was successfully implanted. No additional adverse patient effects were reported. The hospital has kept the lead for testing.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.